Manufacturer narrative:
Product complaint # (B)(4). Submitter occupation is unknown. (B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, the physician reported that after merging all the ingredients, they received only seven (7) mln of cement. In addition, the consistency of the product disqualified it to use. The procedure completed by using another one product of the same type. There were no patient consequences. Procedure outcome was unknown. This complaint involves one (1) device.